Event description:
It was reported that, the patient presented in clinic for non-sustained lead noise episodes. Oversensing of the conduction from the lv to rv during biv pacing was suspected. Intermittent loss of capture was also noted. Programming changes were made and follow-up monitoring was planned.

Event description:
New information notes that the programming changes resolved the issue and the patient is doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.